Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing on a laparoscopic sleeve gastrectomy, the end of the stapler was stayed as opened and the stapler did not close the tissue. The serosa tissue of the patient was damage which resulted to blood loss of more than 500 ml. The surgical time was extended. It was fixed by bleeding stoppers and tissue adhesive materials.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.